Event description:
Customer emailed saalt on 9/17/2020 to explain that they were struggling to remove their cup. Saalt provided tips and tricks for removal and the customer was able to remove their cup without medical help. Customer emailed saalt again on 10/14/2020 to explain that they were struggling to remove their cup again. Saalt provided additional advice on how to remove the cup, and the customer continued to struggle. She said she could not reach the base of the cup to pinch it for removal. Customer emailed saalt again on 10/16/2020 to explain that they had chosen to seek medical care to have their cup removed. Saalt responded with additional questions about the customer's experience. We asked how long the cup had been inserted prior to her removal attempts, which resources she utilized while trying to remove her cup, the type of cup she was using, her cervix height, and what the doctor said after they removed her cup. Customer responded to our questions about her experience. She said she attempted to remove the cup for over 24 hours before determining that she needed assistance removing her cup. It was her second time using a cup. She had attempted to remove it multiple times (including after the gym hoping that gravity would have bough the cup lower in her vaginal canal). She could not reach the base of the cup to remove it. She had reached out to saalt and watched (B)(4) videos to learn more about removal before seeking help with removing her cup. She had been using the saalt cup regular in ocean blue, and the doctor did not say anything about her cervix height, however, the doctor did say that they thought the cup might have been too large for the customer's vaginal canal. The cup was disposed of after being removed so the customer did not provide photos. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."